Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned,

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer attempted to treat their bg by consuming juice, however, they fell resulting in pain and bruising. The customer was transported to the emergency room (ER) and was treated with intravenous fluids and saline. Customer was released after a few hours with the issue resolved and no permanent damaged. The customer was instructed to consult with healthcare provider regarding pump settings.